Event description:
As reported, a .035in 260cm fixed-core super stiff emerald ptfe-coated amplatz straight diagnostic guidewire was opened but the guidewire ¿joint¿ was separated. There was an unknown patient injury. The product package was complete. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35264586 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, and h10. Complaint conclusion: as reported, a .035in 260cm fixed-core super stiff emerald ptfe-coated amplatz straight diagnostic guidewire was opened but the guidewire ¿joint¿ was separated. There was an unknown patient injury. The product package was complete. The product was not returned for analysis. A product history record (phr) review of lot 35264586 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿guidewire- fractured/separated - during prep¿ could not be confirmed. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Possible complications include, but are not limited to: air embolism, hematoma at the puncture site, infection, perforation of the vessel wall.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.